Manufacturer narrative:
The technician stated that the account would not give him info regarding the pt fall nor could the account verify if there was an actual fall or not. No injury was reported. The technician inspected the bed and found that the tight foot siderail was hard to latch but would latch. The technician found that mod 380 had not been performed by the account and found the parts for mod380 sitting in boxes in the accounts maintenance shop. The maintenance dept responded to hill-rom in jan 2008 stating they would be performing mod380 and had a plan-in-place. The maintenance dept will now be performing the mod380 as the beds become available. The accounts biomed installed the latch kit on the bed to repair the siderail. Mod 380 is a field corrective action which upgrades the siderail latching mechanisms on the versacare bed siderails.

Event description:
The account alleged the right foot rail will not latch on this bed and there was a pt fall, but account was not sure if the pt fell from the bed. The account did not think that it was due to the latching issue. No reported injuries.